Event description:
It was reported by service report that the head-end lift motor was stuck at high height and unable to go down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Malfunctioning cpu board. Worn power sensor cable. Worn head-end lift coupler.